Event description:
The customer stated that the reservoir was leaking. He was uncertain if the leak was past the first or second o-ring. The blood glucose reading at the time of the event was 61 mg/dl. The customer further stated that there was not an air bubble in the reservoir. No further information was provided.

Manufacturer narrative:
Inspected one opened and used reservoir. Checked o-rings/stopper groove for anomalies. None were found. Ran basal/bolus leaking test. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No leakage anomaly was observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.